Manufacturer narrative:
Device is a combination product. Initial reporter facility name: (B)(6).

Event description:
(B)(4) clinical study. It was reported that stent thrombosis and myocardial infarction (mi) occurred. In (B)(6) 2013, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the distal right coronary artery (rca) with 90% stenosis, a length of 38mm, and a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilatation and placement of a 2.75 x 38mm promus element stent. Following post-dilatation, the residual stenosis was 10%. Four days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2018, the patient was diagnosed with stent thrombosis and mi during follow-up period and was hospitalized on the same day and it was prolonged. The patient had ischemic symptoms at rest (chest pain with duration >20 minutes). Electrocardiogram (ECG) was performed on the same day with ECG changes suggestive of acute ischemia at the inferior location of the heart. The patient presented with cardiac enzymes elevation, which was consistent with mi, with peak troponin t = 0.701 ng/ml, 0.616 ng/ml with uln = 0.014 ng/ml. Further coronary angiography performed on the same day revealed a 100% stent thrombosis of the previously placed study device. On the same day, the 100% stent thrombosis noted in the distal rca was treated with percutaneous coronary intervention. Following intervention, residual stenosis was 10%. The events were treated with medication, surgery (thrombus aspiration to rca) and percutaneous transluminal coronary angioplasty to rca. Fifteen days later, the event of stent thrombosis was recovered/resolved with sequelae. The outcome of the event of mi is not resolved/recovered. Also, reading were indicative of elevation in troponin t = 0.151 ng/ml with uln = 0.014 ng/ml.